Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: boriani, s. Et al. (2002), reconstruction of the anterior column of the thoracic and lumbar spine with a carbon fiber stackable cage system, orthopedics, vol. 25 (1), pages 37-42. (Italy). The aim of this study is to reconstruct the anterior column of the thoracic and lumbar spine with a carbon fiber stackable cage system. A total of 42 patients (18 females and 24 males) with bone tumor of the spine with a mean age of 45 years (range 7-69 years) were included in the study. Surgery was performed using carbon fiber reinforced polymer stackable cage system (depuy acromed), kaneda rod system (depuy acromed) and contoured anterior spine fixation (depuy acromed). It can also be implanted using 6.35mm isola (depuy acromed), moss-miami (depuy acromed) or with variable screw position (depuy acromed). The median follow-up time was 26 months (6-60 months) for all cases and 28 months (7-60 months) for no evidence of disease, 60 months for alive patient with metastatic disease and 28 months (4-51 months) for alive patient with local recurrence and 15.8 months (6-33 months) for patient died. The following complications were reported: 6 patients died. 26 patients with malignant tumor. 7 patients with benign tumor 6 patients with solitary metastasis. 3 patients with plasmacytoma 80% of patients with grade 4 obvious fusion. Patients with tumor invading 2 vertebrae. Patients with tumor invading 3 vertebrae. A patient with bowel/bladder dysfunction. A pedicle screw broke 8 months postoperatively. An elderly patient with screw loosening with pain and subsidence. This report is for an unknown carbon fiber reinforced polymer stackable cage system (depuy acromed), kaneda rod system (depuy acromed), contoured anterior spine fixation (depuy acromed), 6.35mm isola (depuy acromed), moss-miami (depuy acromed) and variable screw position (depuy acromed). This is report 1 of 2 for (B)(4).